Manufacturer narrative:
H11: h2: additional and corrected information in b5, e1 and h6: health effect - impact code.

Event description:
It was reported that during an unknown procedure, when the doctor was using the acromionizer, there was a loud squeaking noise. After removing the insert, the nurses discovered the insert was broken with shards remaining in the shaver handpiece. Previously when using the handpiece with 4.5mm bone cutter, there was no issue. The procedure was successfully completed using a smith and nephew back up device. There was a delay of 1-30 min. All pieces were removed from the patient. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unknown procedure, when the doctor was using the acromionizer, there was a loud squeaking noise. After removing the insert, the nurses discovered the insert was broken with shards remaining in the shaver handpiece. Previously when using the handpiece with 4.5mm bone cutter, there was no issue. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the acromionizer device inside a transparent bag, the handle was broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an impact inconsistent with the normal use of the device). Based on this investigation, the need for corrective action is not indicated.